Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a."

Event description:
An unknown size aneurx bifurcated stent graft delivery system and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that during deployment of the 18mm diameter x 13.5cm length iliac stent graft, the quick release button was found disengaged and it had retracted approximately 1cm. The stent graft deployment was stopped and one physician held the quick release button stationary, while the other physician completed deployment of the stent graft. The stent graft was successfully implanted at the intended location. No clinical sequelae were reported and the patient is fine. The device was discarded by the user facility.